Manufacturer narrative:
Manufacturing records were reviewed including device history records, non-conforming materials reports, sterilization records, environmental monitoring records, process and/or material changes; all were within specifications and without deviations or non-conformances. All pertinent information available to the manufacturer has been submitted. Placeholder.

Manufacturer narrative:
Date of explant - (B)(6) 2014. All pertinent information available to abbott medical optics at the time of this report has been submitted. Placeholder.

Event description:
It was reported that on (B)(6) 2013, post operative 1 year, the plate of the baerveldt shunt, implanted in the patient's right eye, was exposed and was subsequently explanted. The device was discarded at the site. As of (B)(6) 2014, the patient recovered from the event. It was reported that there was no patient injury and the event was evaluated as non-serious by the doctor. Patient was part of a post marketing study in (B)(6).

Manufacturer narrative:
(B)(4) - explant of baerveldt shunt. All pertinent information available to abbott medical optics has been submitted. Placeholder.